Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device was at end of life (eol) and it was not possible for the physician to interrogate the device. Premature battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: preliminary analysis revealed a no output and no telemetry condition. Longevity testing at nominal revealed the device had not met its 99.9% expected longevity. Upon further analysis, when powered with an external supply, the device exhibited high current drain. The hybrid was removed and x-ray inspection found solder bridging between two solder bumps. Simulation of a short between the bumps was performed on a system breadboard, resulting in a similar high current drain condition. The shorting of these two bumps caused the high current drain that led to early battery depletion, which resulted in the reported no output and no telemetry conditions.